Manufacturer narrative:
(B)(4). Batch # n55r3e. The analysis results found that the cdh29a device arrived with no anvil present. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested with a test anvil for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n55r3e. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a lap low anterior resection, the firing force was higher than expected. The firing was done properly in the end. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.